Event description:
The customer reports observation of an elevated atellica im total hcg (thcg) result for a male cancer patient which was discordant relative to repeat testing when using thcg lot 363. An initial elevated atellica im thcg result was obtained for a male patient undergoing treatment for testicular cancer. This initial result was questioned by the physician and the test was repeated twice; both repeat tests produced much lower results (<2.0 miu/ml). The lower results were accepted as correct, as they were consistent with patient history. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im total hcg (thcg) result which was discordant relative to duplicate repeat testing. Siemens is investigating.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im total hcg (thcg) result for a male cancer patient which was discordant relative to repeat testing. MDR 1219913-2025-00113 was initially submitted on 12-jun-2025. Update, 02-jul-2025: siemens has concluded the investigation. For the affected patient, an initial thcg result was falsely elevated relative to two follow-up measurements. Return of the patient sample for further investigation is not warranted because the discordant result was not reproducible. Issues with reagent function can be effectively ruled out as quality control (qc) results were within expected ranges and no issues were reported for any other patient samples. Review of instrument files showed no evidence of any hardware issues affecting the delivery of assay reagents for the discordant test. There was an anomalous pressure profile identified for the dispense of the affected sample. The observed profile is within specification but may indicate a potential preanalytical (sample quality) issue. Based on the available information, the probable cause of the discordant result is a sample quality issue. No systemic product problem was identified. The customer is operational, and the reported issue was resolved by repeating the testing of the sample. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.